Manufacturer narrative:
Suspected device evaluated by ok biotech and calculated that the meter operated within specifications. We tested the standby current test of returned meter, the result was 1.2a. The criteria is <55a. Pass. Meter setting, audio and all buttons function are ok. We tested the suspected meter with in house control solution and returned strips (strip lot number: d161019-1). The control solution tests for level low were 58/59 mg/dl, for level high were 267/259 mg/dl. The request control solution ranges are: level low 30~80 mg/dl; level high 190~290 mg/dl. All results were out of the acceptance range. Pass . We tested the suspected meter with retain strips (same batch as patient's returned strips, lot number: d161019-1). The control solution tests for level low were 65/64 mg/dl; for level high were 268/269 mg/dl. The request control solution ranges are: level low 30~80 mg/dl; level high 190~290 mg/dl. All results were within the acceptance range. Pass .

Event description:
This is a supplemental report to initial report 3005862821-2017-00055 to submit investigation results from the manufacturer for the suspect devices. Devices were returned from (B)(6) on (B)(6) 2017 and an investigation results of the suspect devices were completed by ok biotech.

Manufacturer narrative:
Because device was not returned to ok biotech, therefore, we were unable to perform further testing on the suspected device. Ok biotech reviewed the manufacturing record of this suspected device (meter serial number # 51850-3265445), and the meter was qualified and released by the quality control department and shipped to pdc on 01/25/2017. The strip lot # d161019-1 was manufactured on 10/19/2016 and expired in 10/19/2018. Ok biotech received no complaints from same manufacturing batch of strips. We tested the retain strips(same patient's strip batch) from our warehouse. The control solution tests for level low were 56/64 mg/dl; for level high were 229/229 mg/dl. The request control solution ranges are: level low 30~80 mg/dl; level high 190~290 mg/dl. All results were within the acceptance range. Pass. We are unable to confirm the complaint because device was not returned and no further information from customer has been received, this matter has to be closed out with undetermined root cause.

Event description:
It was reported that medical attention was sought on (B)(6) 2017 at 12:00 pm after the end user received inconsistent blood glucose results from her prodigy diabetes meter. The end user was unresponsive and could not get out the bed. Her blood glucose at the time of the medical event was 59 mg/dl. The paramedics were called and performed a blood glucose test with their meter and the result was 37 mg/dl. IV fluid were administered by the paramedics to help stabilize her blood glucose level. The end user was not transported to the ER and no additional information was provided in relations to this medical event.